Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touch screen was cracked. The user stated the device had been handled by an athletic trainer during football, and when it was returned there was no display. The screen was not usable, and the device could no longer be operated. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.